Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the initial mitraclip procedure was performed on 08/25/2014 to treat functional mitral regurgitation (mr) with grade 3-4. Two clips (cds02st, 1035607525 and cds02st, 1034971529) were implanted, reducing mr to 2-3. On (B)(6) 2021, the patient was hospitalized for recurrent mr. On (B)(6) 2021, a control echocardiogram was performed, which found that one of the clips detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, an additional clip was implanted medial to the slda clip reducing mr from 4 to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from the lots. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. The reported patient effect of mr is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. Lastly, the reported unexpected medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.